Event description:
It was reported there was t-wave oversensing and the patient received three inappropriate shocks. When the lead was viewed by fluoro, it appeared to have been pulled back slightly. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary no anomalies found; full lead returned.